Event description:
During an in-clinic follow-up, far field r-wave over-sensing and noise that resulted in over-sensing was observed on the right ventricular (rv) lead. Provocative testing was performed, and no abnormalities were seen. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional report needed for the correction that far field r-wave over-sensing occurred on the rv lead.